Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #(B)(4) . Minimal information has provided regarding this event. The root cause of this explant cannot be determined with the available details. Requests for additional information are currently in progress. If any new information is received, a supplemental report will be submitted accordingly. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a bioprosthetic aortic valve was explanted after an unknown implant duration for unknown reasons. Another edwards valve was implanted in replacement. No other information has been provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Through further observational evaluation of the returned valve, it was found that there is a large gap at the coaptation between leaflets 2 and 3. Multiple leaflet tissue disruptions/damages (transmural) are evident on leaflets 2 and 3 near the center coaptation of the valve. The transmural tissue damage on leaflet 2 near the cupid side appears to be tapered toward inflow side suggesting the tissue was abraded from outflow perspective, which typically resulted from suture tail abrasion. However, the upper part the tissue damage appears to be tapered towards outflow perspective. Although the morphology of the outward tissue damage indicates the tissue was related to some sort of abrasion imitated from inflow side while the root cause for the tissue damage could not be determined. The tissue disruption on leaflet 3 is also tapered towards outflow perspective, which is similar to that observed on leaflet 2 while the root cause for the tissue damage could not be determined at his time. Leaflet 1 is discolored (became opaque) and thickened, particularly near the commissural and bending areas. Tissue surface damage and hematoma was observed on leaflet 1 near the wireform. Similar tissue discoloration and thickening was also observed on leaflet 2 near commissure 2 and leaflet 3 near commissure 1. Minor tissue tear was noted on leaflet 1 near commissure 2 and leaflet 3 near commissure 1. These findings suggest the bioprosthetic tissue was undergoing non-calcific tissue degeneration. Small tissue calcification nodules were depicted by x-ray imaging on leaflet 1 near the center of the coaptation that appears to be located on the surface of the inflow side of the leaflet. One small tissue calcification nodule on leaflet 2 was revealed by x-ray imaging. The findings from radiographic imaging suggest the valve was in the early phase of bioprosthetic calcification. Although no functional testing was performed, the non-calcific tissue degeneration related leaflet thickening and tissue tear, and the leaflet disruption/damage appear to be severe enough to cause the malfunction of the valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Manufacturer narrative:
X-ray demonstrated wireform intact and minimal calcification on leaflet 1. Leaflet 2 had a perforation of approximately 3mm in diameter near the free margin. Leaflet 3 had a perforation of approximately 4mmx2mm also near the free margin. Both perforations were beveled at the outflow aspect and had typical characteristics to those caused by suture tail abrasion. Sutures remained attached around leaflets 1 and 3. Serrated markings were observed on leaflet 1 near commissure 1. All three leaflets were observed to be thickened and swollen at the free margin near the commissures, especially near commissures 1 and 2. Thickened tissue restricted leaflet mobility and led to stenosis. Host tissue on the stent circumference was observed to be minimal at the inflow and outflow aspect. The device has been sent for further testing. A supplemental report will be submitted once completed.